Event description:
Customer reported: : during medication preparation, writer secured needle to the syringe. Writer punctured the vial and got the appropriate dose successfully. No problems noted at this time. Upon finishing administrating the medication in client's deltoid, the needle detached from the syringe and stayed in clients deltoid as writer pulled the whole device out. Needle was disposed of safely into sharps container. A full dose was given before the needle detached from the syringe. Writer removed the needle from client's deltoid and let the family and ahn aware about the event.